Manufacturer narrative:
Based on the claim against the product by the customer noting, physical damage on the mcs instrument blade. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mcs instrument was analyzed, and initial inspection confirmed mechanical indentations or gash on one of the blades. A piece was missing from this damage. This condition prevented the blade from closing. The probable cause is attributed to damage during use. Nicks and gouges on the instrument blades may be attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage). This complaint is considered a reportable event, due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during central processing. Inspection of the monopolar curved scissors (mcs) instrument identified a cut on the blade tip. There was no report of patient involvement.